Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that pump had been in storage mode for one year and an unspecified malfunction occurred. Customer reported that the unspecified malfunction was cleared and insulin delivery was able to be resumed. Customer¿s blood glucose level was in 200 mg/dl range.